Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the therapy electrode (te) pads described as red and bumpy skin almost the size of the te pads. The patient visited the ER and was given a cream to apply to the rash. Follow-up indicated that the rash was still present. The current medical condition of the rash is unknown.